Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had database failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device experienced database failure. A technical support specialist dialed into the station, performed a full synchronization, and found that the database was in suspect mode and could not be backed up. The specialist followed knowledge articles (ka) ¿drop failed for database "dsclientoltp"¿ and ¿how to create a station database backup,¿ successfully changed the database status to pending, and attempted a backup, but the issue persisted. Subsequently, the specialist performed a full synchronization as per ka ¿proper data synchronization procedure & how to place new db in es station,¿ deleted the corrupted database, and completed a full device synchronization. After synchronization, the station reflected the latest upload and download information. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.